Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to "pump auto erection." A new ipp pump was implanted. Additional information received states the device issues began approximately two weeks prior to the surgery. The patient "got well" following the surgery.

Manufacturer narrative:
Device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the activation test. Product analysis confirmed the reported pump malfunction.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to "pump auto erection." A new ipp pump was implanted. Additional information received states the device issues began approximately two weeks prior to the surgery. The patient "got well" following the surgery.